Manufacturer narrative:
Section h11, additional mfg narrative on the initial medwatch report indicates: "stryker evaluated the customer's device and was able to verify the reported issue was logged in the device¿s memory. Stryker determined that the power reboot happened with a 2017 battery at 20% charge. Stryker recommends that batteries be replaced approximately every two years. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker recommended that the customer remove all old batteries from service and a replacement batteries be obtained. Therefore, stryker determined that a end-of-life battery was the cause of the reported issue." Section h11, additional mfg narrative on the initial medwatch report should indicate: "stryker evaluated the customer's device and was unable to verify the reported issue. Stryker recommended that the customer remove all old batteries from service and a replacement batteries be obtained. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported issue could not be determined."

Event description:
A customer contacted stryker to report that their device reseted unexpectedly during the power cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device reseted unexpectedly during the power cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue was logged in the device¿s memory. Stryker determined that the power reboot happened with a 2017 battery at 20% charge. Stryker recommends that batteries be replaced approximately every two years. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker recommended that the customer remove all old batteries from service and a replacement batteries be obtained. Therefore, stryker determined that a end-of-life battery was the cause of the reported issue.